Event description:
The customer obtained an unexpected, non-reproducible, vitros amon quality control result (qc lot b1408 = 128.2 vs. An expected result = 195.5 mmol/l) on a vitros 250 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No vitros amon patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that an unexpected, non-reproducible, vitros amon quality control result was obtained on a vitros 250 chemistry system. An ocd field engineer performed service actions on the incubator subsystem of the analyzer to return the system to acceptable performance. The root cause of this event is most likely instrument related. There was no evidence that a reagent issue contributed to the event.